Event description:
Meter name: one touch ii. Strip name: one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak, feeling funny. A patient reportedly cannot take blood. Their meter allegedly was powering off during use. The result on their meter was unable to test. The result on the no comparison. The time difference between patient's meter and no comparison. Treatment was no treatment. No further information has been reported.